Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose level was 540 mg/dl. The customer treated with a bolus of 8.7 units of insulin when she was at 447 mg/dl. The customer was experiencing the following symptoms: nausea and dry mouth. Standard troubleshooting was performed. The troubleshooting was unable to be completed. The product is not being returned. Nothing further was reported.